Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion was pre dilated with a 2.00 x 12 semi-complaint balloon. A 2.50 x 38 promus elite was fully deployed at 11 atm and post dilated with a 2.75 x 12 non-compliant balloon. A proximal edge dissection in the proximal part of the stent was then noted. To cover the edge dissection, a 2.00 x 16 promus elite was deployed proximally, overlapping it. The procedure was completed successfully and the patient fully recovered.